Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a vessel dissection occurred. A 6f guidezilla¿ ii guide extension catheter was selected for use during a st-elevation myocardial infarction procedure in the mildly calcified left main coronary artery. The physician was attempting to fix the artery and used this device for support. When advanced it into the left main, a dissection of the artery occurred. The issue was resolved by stenting the dissection to open blood flow through the artery again. No other complications were reported. The patient was in stable condition after the procedure.